Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/26/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were all pieces of the black articulation joint cover retrieved and accounted for? If retrieval of pieces occurred, did it alter the procedure in any way? If yes, please explain.

Event description:
It was reported that during a semi-open pneumonectomy, the articulation joint cover was broken off when the device was used on the lung. It was too hard to approach the target tissue since the intercostal space was narrow. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/21/2018. Additional information requested and received: were all pieces of the black articulation joint cover retrieved and accounted for? => no pieces were left inside the patient, and no information if the pieces were accounted for. If retrieval of pieces occurred, did it alter the procedure in any way? => no information. If yes, please explain. No further information will be provided.